Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device had not received calibration and preventive maintenance service at zimmer surgical since it was purchased in 2008. A visual inspection found that the motor ran rough, the machine head was damaged, and the unit was out of calibration on all depth settings. The cause of the reported complaint was a rough running motor, and the device was out of calibration. These were caused by a lack of preventative maintenance. The zimmer air dermatome instruction manual recommends the device should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome never worked once the unit touched the skin. Additional information received from clinical follow up with the hospital on (B)(6)2011 indicated that the device displayed decreased pressure when applied to skin. Unit did not display the ability to maintain desired thickness. An additional graft harvest was required.